Manufacturer narrative:
Evaluation anticipated but not begun.

Event description:
During preparation for use for cardiopulmonary bypass, the air bubble sensor issued a false air bubble alarm and could not be reset. There was no adverse consequence to a patient as a result of this event.